Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33 during priming. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to back up plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to moisture damage found inside the force sensor. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.